Manufacturer narrative:
(B)(4).

Event description:
It was documented in a social media post that the patient's grandparent reported the patient was transported to the hospital because the follow application was not available in the middle of the night and the patient experienced a glycemic event. The continuous glucose monitor (cgm) or blood glucose (bg) values were not provided and it is unknown if the patient experienced a hypo or hyperglycemic event. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. Per medical review, this report would constitute an adverse event because an allegation against the dexcom system resulted in seeking medical intervention. No additional event or patient information is available.